Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that the lead could not be implanted due to patient anatomy. It was further reported that the lead was chosen based on the venogram but the target vein was changed to a vein that was not visible on the venogram and the lead would not go in to that vein. The lead was returned and a different lead was implanted successfully. No patient complications have been reported as a result of this event.